Manufacturer narrative:
Based on the claim against the product by the customer noting the rotation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope instrument was analyzed and found to have a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint regarding the rotation issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the 0-degree endoscope was having rotation issue and surgeon stated both instruments were moving in the opposite direction. The customer tried to power cycle the system, but the issue persisted. The surgeon did not mention any injury to patient due to this issue. The tse suggested to clear the tool guide and try again. The surgeon was able perform surgery for a while; however, the issue persisted. The tse suggested to check the backup 0-degree scope, and customer was able to continue the procedure without any issue. The tse asked the customer to check the suspected endoscope rotation by hands, and customer said there was friction to rotation. The tse informed customer that the scope was defective and needs replacement. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that the surgical task was being performed at the time of event was unknown. The image was inverted. The endoscope did not move freely with uncontrolled motion. The image orientation indication was provided to the user via user interface. The endoscope and endoscope¿s adapter base were engaged. It is unknown if there was any damage observed on the endoscope¿s adapter. It is unknown if the endoscope manually rotated 180 degrees.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the 0-degree endoscope was having rotation issue and surgeon stated both instruments were moving in the opposite direction, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the 0-degree endoscope instrument be returned for evaluation; however, the product has not yet been received as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Additional information is being gathered and the investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.